Event description:
It was reported during the cardiac catheterization procedure, the tip of the 4f spyglass pigtail catheter detached while in the pt's aorta. The right and left heart catheterization procedure were done to evaluate the pt's mitral regurgitation, pulmonary hypertension, and angina. The pt also had severe peripheral vascular disease. The right heart catheterization procedure was performed via the right femoral vein and the left heart catheterization was performed via the right brachial artery. Heparin, dose unk was given during the procedure. The 4f spyglass pigtail catheter was advanced into the pt with the intent to perform ventriculography, when the tip of the catheter separated and embolized to the abdominal aorta. The guide wire was advanced to the area and a 6f multipurpose guiding catheter was then advanced to the detached catheter tip. A 7 millimeter amplatz goose neck microsnare catheter was advanced and the tip and was removed by the cardiologist. Results of the angiogram revealed the artherosclerotic irregularity and 20-30% stenosis of the dominant right coronary artery and aortic occlusion below the superior mesenterio artery with reconstitution at the level of the common femoral arteries.